Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose was 144 mg/dl. Technical support provided the customer with pump reset information and assisted in resetting the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if the issue reappears.